Event description:
It was reported that a perforation with pericardial effusion was observed via fluoroscopy. The lead was in the pericardium. The patient experienced dyspnea and thoracic pain. The pericardial effusion was drained by surgical procedure. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.